Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, externalized conductors under fluoroscopy was observed. The lead was capped and replaced. The patient tolerated the procedure and was doing well.